Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy161221h ) showed ins functionally okay, insignificant anomalies, no significant anomaly. Final analysis of lead model 3889-28 (lot # v581950) showed lead body cut through, body segmented, no significant anomaly. Final analysis of programmer model # 3037 (lot # njd117792n) showed no anomaly found.

Event description:
Additional information received indicated the event had resolved without sequelae on 2013-(B)(6).

Event description:
It was reported that there was serosanguineous drainage at the implantable neurostimulator (ins) pocket and lead introducer site. The site was assessed and a bandage was applied. A prescription of cipro 500mg was administered prior to the system explant. The ins and lead were subsequently explanted. The event resolved without sequelae on (B)(6) 2013. It was later reported that the device was eroding. Additionally, dislodgement of the lead was reported. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28 lot# v581950, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3889-28 lot# v581950, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information removed the lead explant from the event and noted only the stimulator explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.